Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin flow blocked alarm and a high blood glucose value of 509 mg/dl. The customer treated with syringe. Troubleshooting was performed. And the device will be replaced and returned.